Event description:
Boston scientific received information that the right ventricular (rv) lead has exhibited an increase in shocking lead impedance measurements over the last year. Boston scientific technical services (ts) was consulted and suggested performing isometrics, however it was decided to wait until the patient's next follow-up visit for any further testing. Six months later the remote home monitoring system issued an alert for a high out of range shock impedance measurement. An email was sent to the field representative in an attempt to obtain additional information relating to this issue. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.